Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The high blood glucose remained elevated for more than four hours. The patient received the treatment for high blood glucose level via insulin pump. No further information available.